Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 08/29/2016 reportedly stating that turned lv lead on about a month ago as it was not working. The physician was dr. (B)(6) at (B)(6) area medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).